Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in (B)(6) patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported). On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Beginning (B)(6) 2010, the patient received treatment with injection fortum 650 mg once daily ip which continued until (B)(6) 2011. On (B)(6) 2011, the patient was discharged from the hospital, with the event of peritonitis resolving. It was not reported if pd therapy was ongoing. The nurse believed the event of peritonitis was unrelated to pd therapy.